Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were taking the greater saph vein and noticed lots of smoke in the tunnel. They pulled the jaws out of the cannula to look at them and noticed they were glowing red and still being activated. The device was disconnected. It was set aside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were taking the greater saph vein and noticed lots of smoke in the tunnel. They pulled the jaws out of the cannula to look at them and noticed they were glowing red and still being activated. The device was disconnected. It was set aside. A replacement device was used to complete the procedure. The hospital did not report any patient effects.